Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Only the bag was received. The bag was returned with a small piece cut from the bottom. The cut was not along the seam. The piece was returned in a petri dish. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a cystoprostatectomy, when removing the pouch it was confirmed there was a hole about 1cm in the buttom of the pouch. Pieces fell into the cavity and could be retrieved. When removing it, nothing was caught on the pouch. Operating time extended: more than 30 min. No additional tissue resection. No tissue damage. No bleeding. The last patient's status is good.